Event description:
It was reported that pump experienced malfunction alarm that initially resolved after reset but later recurred, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, continued using pump temporarily, and planned to use alternate insulin method if needed, while technical support arranged shipment of replacement pump, provided instructions for storage mode, return of problematic pump, and setup of replacement pump, and customer acknowledged all instructions.